Event description:
The micro oscillating saw was sent for evaluation because it was running on its own without activation during a procedure. A readily available alternate device was used to complete the procedure; no adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated because, the device had no power. Corrosion was noted throughout the internal components of the device.